Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced a fall and loss of consciousness. Technical services (ts) reviewed for any stored events; however, there was no recent connection to the home monitor that would show any evens. Ts recommended to have a patient-initiated interrogation (pii) or in person interrogation to further investigate. This product remains in service. No adverse patient effects were reported.